Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the plunger went over the lens and damaged it. There was no patient contact. The surgery was completed with replacement lens. Additional information has been requested.